Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported difficulty removing the protective sheath could not be tested as the sheath was not returned. However, the device was returned with a longitudinal balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint or noted balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the protective sheath could not be removed from the 2.0 x 30 mm mini trek rx balloon dilatation catheter (bdc). The device was not used in the patient and there was no patient involvement. A new bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.